Manufacturer narrative:
The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event of no power. The reported event of no power was confirmed through visual inspection and functional testing. Analysis of the devices revealed that the devices failed to meet specifications; the devices passed visual examination but failed functional testing due to multiple flags enabled. The reported event of no power was confirmed and the battery was rendered inoperable. The most likely root cause of the reported event is an inoperative u1 and u2 integrated circuit (ic) chips. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported by the distributor that with the battery fully charged and recognized by the charger, the controller does not recognize the battery as connected to the controller.  The battery was exchanged without consequence to the patient.  No further information was provided.